Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's pump stopped working six months ago. The pt stated that his physician did a catheter dye study and the system was "found not to be functioning." The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.